Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-03-0340 - logic cr femoral cem, right, sz 4 4741529, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 4834475, 200-02-35 - three peg patella 35mm 4271375, remedial action initiated: z-0021-2022.

Event description:
As reported, the patient had an initial tka on (B)(6) 2017. The patient was revised on (B)(6) 2022 due to the recall. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported.